Event description:
Affiliate reported that the patient developed enlarged ventricles. Fluid was not flowing through the device and as a result the device was revised. During the revision it was noted that the abdominal catheter was kinked under the skin.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device performed all tests as expected. The device was found to be fully functional. It appears the likely root cause for the problem reported by the customer was due to a kink in the catheter explained by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.